Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device was performed which identified extended opening on posterior and crease folds. Weight measurement of the device identified device was underweight. Microanalysis of the device identified stress marks, wear abrasion, and a sharp crease opening on posterior. Based on the device analysis the final assessment was a sharp crease opening on posterior due to fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture and "patient¿s concern with the product." Device has been explanted.